Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds, intermittent loss of capture (loc), and high pacing impedance measurements. The impedance values were up to 800 ohms, which was high within normal limits. The thresholds were 5.5v in bipolar configuration. A new rv lead was successfully placed. The physician noted that the patient had abundant scar tissue. No additional adverse patient effects were reported.